Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the port and the duck bill seal is leaking pneumo. They are using the device for a camera and a working port. They are now using another new like device to complete the procedure. There has been no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.